Event description:
Pt having hernia repair, under general. Pt elderly with parkinson's and wheelchair bound. Unable to get sequential antiembolism stockings/equipment to work due to product failure. Velcro attachment on sleeve separated from sleeve.